Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic. Device interrogation revealed that the patient's right atrial (ra) lead exhibited over-sensing noise resulting in inappropriate automated mode switch (ams). The device was reprogrammed. The patient was stable.